Manufacturer narrative:
The model number of the lens in question is not yet known, but the material of construction is the same as the c-flex lens which is sold in the us. (B)(4). Rayner has requested further info from the surgeon involved. The lens has been sent to an independent facility to be examined for the presence of clouding or calcification and to identify any deposits found.

Event description:
An explanted iol was returned with suspected opacification. No details were provided and add'l info has been requested from the surgeon. It is thought that the incident may involve the use of alteplase (recombinant tissue plasminogen activator) but this has not been confirmed. The current condition of the pt is unk.